Event description:
It was reported that during a sigmoidectomy procedure, the surgeon fired the device. After removal, there was a hole in the posterior aspect and incomplete donuts were noted. There were no noises heard and no issue during firing. There were no reported issues with the staple line or cut line. The surgeon resected the tissue and tried a new end to end anastomosis with a second device. The second device was fired and a posterior leak was detected. There were no issues with the staple line or cut line noted. The surgeon oversewed the staple line to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Were any staples missing from the staple line (in the area where the hole was)? Yes. What was the appearance of the staples? Missing. Was the cut line fully circumferential around the target tissue? No. What confirmation was received that the device was fully fired?] Crunch and handle completely closed (in green). The analysis results found that the ecs25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.